Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11399. It was reported the pt's ipg is non-functional due to pt not maintaining the ipg as recommended. In turn, the ipg can no longer communicate with the charger and programmer. It was also reported the pt had received stimulation in an unintended area before the ipg became non-functional. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.